Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-17926, 1627487-2021-17927. It was reported the patient experienced inadequate stimulation with their cervical scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted. During the explant of the system the physician cut the lead and left it implanted. There is currently no intervention planned to remove the lead.